Event description:
Journal reference: peters km, carey jm, konstandt db. Sacral neuromodulation for the treatment of refractory interstitial cystitis: outcomes based on technique. Int urogynecol j pelvic floor dysfunct. Oct 2003;14(4):223-228; discussion 228. Patients with refractory interstitial cystitis (ic) underwent testing with sacral nerve modulation via either a traditional percutaneous approach or a staged procedure. Implanted patients were followed with scaled questionnaires and voiding diaries. Reportable event: two patients who underwent implantation after a traditional test, required adjustment because of sensory discomfort.